Event description:
Caller reported pump shuts down automatically; changed battery a couple of times and issue persists. Caller stated the pump did not show any warnings or error. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.